Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tylenol. Concurrent conditions included overweight, ovarian cyst, adenomyosis, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included acetylsalicylic acid;carisoprodol (soma cmpd) since (B)(6) of 2008, cyanocobalamin (b 12) from 2006 to 2009, escitalopram oxalate (lexapro) since (B)(6) of 2007 to 2008, ibuprofen since 2001 and ondansetron hydrochloride (B)(6) 2016 to (B)(6) of 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) of 2006, the patient experienced nausea ("nausea"). In (B)(6) of 2006, the patient experienced fatigue ("fatigue"). In 2006, the patient experienced back pain ("lower back pain"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). In (B)(6) of 2006, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) of 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) of 2006, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) of 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) of 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) of 2007, the patient experienced anger ("hormonal changes describe: quick to anger") and depressed mood ("hormonal changes-sadness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), cystitis ("infection (bladder), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal), nervous system disorder ("neurological conditions or problems"), pelvic discomfort ("discomfort") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with lysis of adhesions). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, dysmenorrhoea and pelvic discomfort had resolved, the genital haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, headache, nervous system disorder, weight increased, dyspareunia, anger, depressed mood, back pain, abdominal pain upper, abdominal pain and adenomyosis outcome was unknown and the migraine, nausea and fatigue was resolving. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, anger, back pain, bladder disorder, cystitis, depressed mood, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: 2005. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : event "adenomyosis" added, previously reported event " hormonal change" deleted. Event genital hemorrhage was updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tylenol. Concurrent conditions included overweight, ovarian cyst, adenomyosis, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included acetylsalicylic acid;carisoprodol (soma cmpd) since (B)(6) 2008, cyanocobalamin (b 12) from 2006 to 2009, escitalopram oxalate (lexapro) since (B)(6) 2007 to 2008, ibuprofen since 2001 and ondansetron hydrochloride (B)(6)2016 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In 2006, the patient experienced back pain ("lower back pain"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2007, the patient experienced anger ("hormonal changes describe: quick to anger") and depressed mood ("hormonal chasadness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), nervous system disorder ("neurological conditions or problems") and pelvic discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with lysis of adhesions). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, dysmenorrhoea and pelvic discomfort had resolved, the genital haemorrhage, hormone level abnormal, menorrhagia, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, headache, nervous system disorder, weight increased, dyspareunia, anger, depressed mood, back pain, abdominal pain upper and abdominal pain outcome was unknown and the migraine, nausea and fatigue was resolving. The reporter considered abdominal pain, abdominal pain upper, anger, back pain, bladder disorder, cystitis, depressed mood, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: 2005. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: hormonal changes describe: quick to anger and sadness, back pain, stomach pain, abdominal pain .concomitant conditions and drugs were added.historical drugs were added.outcome of events vaginal bleeding, cramping, bladder problems from unknown to recovered/resolved and fatigue , nausea, migraines from unknown to recovering/resolving were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, ovarian cyst, adenomyosis, dysfunctional uterine bleeding and pelvic adhesions. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with lysis of adhesions). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and pelvic discomfort had resolved and the genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, nervous system disorder, dysmenorrhoea, fatigue, weight increased and dyspareunia outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: 2005. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and medical record received. Reporter's information was added. Event injury was deleted. Events added: hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), bladder or urinary problems or changes, migraines,headaches, nausea, neurological conditions or problems, dysmenorrhea (cramping), pain, fatigue weight gain, dyspareunia (painful sexual intercourse), discomfort. Event outcomes were updated. Medical history and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.